Event description:
The operator stated that while transferring sample pouch blood into the sample tubes, the transfer device separated from the sample pouch causing blood to leak out of the pouch and onto the operator. The tubing set was not available for investigation. No other pt info is available at this time.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.